Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with hysterectomy, due to bladder incontinence after child birth. It was reported that following insertion the patient experienced urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2008, due to severe pain and erosion from mesh implant surgery. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6)t of 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.